Event description:
It was reported that during cage placement two aleutian torque limiting shafts and adjustable inserters disengaged from the implant causing incorrect placement of the implant. The inner shaft was then reinserted to reposition the cage, however, now the surgeon could no longer release the cage from the inserter. This record captures the second inserter.

Manufacturer narrative:
A visual inspection was performed, there was no visual damage observed on the device. Functional inspection was performed, when paired with a functional inserter the inner shaft was able to position a implant and secure it, but the securing mechanism on the distal end was found to be jamming and not functioning though the implant was able to be released. When paired with another inserter that had a damaged tip the implant wasn't able to be positioned properly and the same jamming issue occurred. Complaint history records were reviewed for this catalog, no adverse trends were identified. Additional attempts were made to obtain more information, but no additional correspondence was received. The aleutian tlif ii surgical technique was reviewed and the following relevant information was identified: 'implant insertion (cont.) The proximal end of the implant is threaded onto the stud at the distal end of the inserter, taking care to ensure the recess in the implant is aligned with the finger on the inserter by turning the thumbwheel at the proximal end of the inner shaft . The thumbwheel contains a torque limiting mechanism which is designed to skip when the implant is secured to the inserter . The implant should tangentially touch the inserter . Following implant attachment, the inner shaft should be removed from the inserter'. Based on the surgical technique and the possible risk associated according to the risk file it is likely the jamming was caused due to overtightening causing excess torque, the implant being held incorrectly during threading, or misalignment.

Event description:
It was reported that during cage placement two aleutian torque limiting shafts and adjustable inserters disengaged from the implant causing incorrect placement of the implant. The inner shaft was then reinserted to reposition the cage, however, now the surgeon could no longer release the cage from the inserter. This record captures the second inserter.